Event description:
New information received indicates that the patient presented in clinic. The clinic cleared alerts and reset the application. The device was paired successfully. No patient consequences were reported.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a possible bluetooth malfunction. No intervention was performed. The patient condition was unknown.